Event description:
Corvocet biopsy needle corca1615 (16g x 15centimeters) inner puncture needle threw 1-2 centimeters beyond the tip of the coring outer needle sheath. Inner needle found to be loose within the device and was able to be pulled outward. Device was rearmed and fired and it was again found to throw the inner needle well beyond the outer sheath. Reference number corca1615, lot number 12724668, expiration date 2026-05-13.